Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the physician was concerned a cerebrospinal fluid (csf) leak occurred during the implant procedure and as a precaution performed a blood patch. Postoperatively, the patient denied having a headache. The patient was hospitalized overnight and the following day passed out while getting out of bed. X-rays were ordered, but the results were not provided to the manufacturer. The patient was discharged from the hospital later the same day. Follow-up information indicated the patient is doing well and remained asymptomatic.